Event description:
It was reported that the right atrial lead exhibited loss of sensing due to dislodgement. No patient symptoms, intervention or additional information was reported.

Event description:
New information reported stated that on (B)(6) 2017 the lead was successfully revised by repositioning. At post op check, the lead exhibited normal lead characteristics. The patient was in stable condition post surgery.